Event description:
It was reported that balloon froze on wire occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.5mm x 220mm x 150cm, coyote balloon catheter was selected for use in a below the knee angioplasty. During procedure, the balloon was inflated at 8 atmosphere for 2 minutes. The balloon was fully deflated and was directly removed. However, it was noted that the balloon inside the lumen became stuck to the wire and was difficult to be removed. The balloon along with the wire were removed together. The procedure was completed with another of the same device. There were no patient complications as a result of this event.